Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery now and failed battery test. Customer¿s blood glucose was unknown. Customer did not received low battery alarm prior to replace battery now alarm. Troubleshooting was performed for alarm. Customer reported that the issue was recurring after troubleshooting. The insulin pump will return for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or battery power loss alarm noted during testing. Device received with wrong internal serial number. (B)(4).